Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm after insert a new battery. Customer's blood glucose value was 193 mg/dl. The customer was able to clear the alarm and able to clear insulin pump rewind. Customer states the insulin pump was not stored or not in use for an extended period of time. Advised customer that the insulin pump will need to be replaced also advised to monitor the insulin pump and that customer may continue to wear the pump until replacement arrives. The device will be return for analysis.